Event description:
It was reported that the stopper in the bd¿ catheter tip syringe was misaligned on the plunger. The following information was provided by the initial reporter, translated from portuguese: "deformed syringe plunger, making it impossible to use it.".

Manufacturer narrative:
It was reported the syringe plunger is deformed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe with no packaging blister and the rubber stopper rolled over. No other defects or imperfections could be observed. This defect could occur if the stopper was not properly seated in the tool while being assembled to the plunger rod. A device history record review was completed for provided material number 303553, lot number 2179836. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the stopper assembly process was performed. The settings were correct, and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that the stopper in the bd¿ catheter tip syringe was misaligned on the plunger. The following information was provided by the initial reporter, translated from portuguese: "deformed syringe plunger, making it impossible to use it."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.